Event description:
The patient reported the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in her right eye (od). The patient reported she was told she may have glaucoma. The icl was implanted on (B)(6) 2012 and remains implanted. The facility reported the date of the last visit was (B)(6) 2014 and the cause of the event was onh asymmetry and the event was resolved. There were no medications or treatments required. The facility reported the event was not related to the device. The patient's prognosis is good.

Manufacturer narrative:
(B)(4) - glaucoma. Device evaluated by manufacturer? No. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly, the patient was told that she might have glaucoma following icl implantation in 2012. According to the dcr, dated on 09/22/2014, the reported issue was not related to the device but to the patient pre-existing ocular condition onh (optic nerve hypoplasia/asymmetry). The patient was not medically or surgically treated and the prognosis was good. Onh is a rare congenital condition in which the optic nerve is small/pale often manifesting with visual deficits and could be associated with glaucoma. Vision impairment from onh ranges from mild to severe and may affect one or both eyes with higher incidence of strabismus. There is no medically or surgically treatment for onh. (B)(4).